Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb to interface pcb cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further evaluation of the removed cable assembly was performed at the failure analysis center; however the cause of the reported failure could not be determined.